Event description:
Customer reported receiving an inaccurate high glucose reading (135 mg/dl) from their freestyle freedom meter then self administered himself with insulin shot accordingly. Customer reported loss of consciousness afterward and not able to recall any symptoms prior to the event. Paramedics were called and treated customer with orange juice and sugar mix.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.